Event description:
Pt received implants in 11/94. Pt alleges having an implant that is leaking; therefore, both implants were removed and replaced on 8/16/96, mammogram obtained on 6/12/96 showed a broken implant on the left side.